Manufacturer narrative:
(B)(4). B5 desccribe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the abdomen on (B)(6) 2023." And "she was in the hospital until (B)(6) 2023 in the afternoon."

Event description:
The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt different, "low" and tired. She drank juice to fix her low blood sugar. She was in the hospital until (B)(6) 2023 in the afternoon.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt different, "low" and tired.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that they had been experiencing inaccurate readings where the cgm was 75 or 100 points different from the bg meter. On (B)(6) 2023, the patient felt different, "low" and tired. She drank juice to fix her low blood sugar. An unspecified time later, the patient was at her sister's house. She noticed her cgm was showing high readings (no values provided) and had a seizure. A family member called 911. It was reported that the patient was not treated by paramedics on the way to the hospital. At the hospital, the patient was treated IV therapy (contents unknown) and had an MRI and CT scan. She felt better while at the hospital and reported that she was not provided medication at the hospital. She was in the hospital until (B)(6) 2023 in the afternoon. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.